Manufacturer narrative:
Event date: exact date unknown, event occurred from (B)(6) 2022.

Event description:
It was reported the patient experienced inadequate coverage of their targeted pain areas. Attempts to reprogram the device were unsuccessful. The physician assessed the lead was improperly placed during the initial implant procedure as the cause of the reported event. The patient underwent a revision procedure where the lead was replaced and did well postoperatively. The lead was discarded by the facility; therefore, device analysis was not completed.